Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent incisional hernia repair surgery on (B)(6) 2013 and mesh was implanted. It was reported that the patient underwent extensive lysis of adhesions, bilateral component separation and removal surgery on (B)(6) 2018 during which the surgeon noted adhesions of the mesh to the small bowel and liver. Three hours of adhesiolysis was performed with minimal enterotomies apparent. The mesh was removed with the sac and a lower abdominal seroma. It was reported that the patient experienced severe pain, nausea, scarring, bulging, loss of appetite, stress and anxiety. No additional information was provided.